Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event, this occurred in (B)(6). Consumer reported the string broke and string inaccessible upon removal. Consumer was unable to manually remove the tampon and had to seek medical attention to remove the tampon.